Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of two resolution 360 clip devices used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was able to close onto tissue; however, the clip was unable to release from the catheter despite opening and closing the handle several times. It was reported that the clip was eventually pulled from the tissue and was removed from the scope. The same problem occurred with the second resolution 360 clip device; however, they were able to get the clip to release from the catheter this time. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.